Event description:
It was reported that zone 2 of the integrated bed exit detection system on the bed may not be sufficiently sensitive, alleging that the patient was found sitting on the edge of the bed without triggering the alarm. There was no injury related to the event.